Event description:
Info was received that reported a pt had been hospitalized in 2005 due to diabetic ketoacidosis. It was reported that when the pt was brought to the ER her blood glucose was 1200, her ketones were >80, and her ph was 7.19. It was reported that at the hosp she was placed on an insulin drip and has had blood glucose monitored every 2 hrs. It was reported that her blood glucose was elevated the day prior to the hospitalization; she changed her set and found it to be bent. The site change did not bring her blood glucose down. The customer reports not receiving any alerts or alarms. It was reported that the pt normally changes the insulin in the set every 4-5 days, the site when she needs it, usually every 2-3 days and the insulin in the bottle lasts only 15 days, additionally she checks her blood glucose 5-6 times a day. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, as of the time of this report the device had not been returned.